Event description:
It was reported that the lead had a potential fracture evidenced by high lead impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Additional information was obtained and indicated the fracture and impedance were observed on the ventricular lead and inadvertently reported on the atrial lead. A supplemental report is being submitted to reflect this correction in serial number.